Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion tests and no occlusions were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer was advised to change the infusion set but the issue was not resolved. The customer was advised to change the reservoir with the infusion set. The insulin did exit and the insulin pump did not alarm no delivery alarm. The customer was advised that the no delivery alarm was resolved by changing the reservoir. The reservoir will be returned for analysis.